Event description:
Child was in bed and awake. Trach was connected to oeco and carden's valve. Trach tube came apart, re-connected by staff person & within 10 minutes the soft, blue silicone portion of the trach separated/disconnected from the clear plastic portion of the trach. Required insertion of a new sterile trach. Age of device 7 days.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.